Manufacturer narrative:
This product is not marketed in the us. Device evaluation: lens was returned dry, in small vial. Visual inspection found haptic torn, clear residue on lens surface. Off label use (over 45 years of age at the time of implant) . Claim#(B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 13.2mm vicmo_13.2 implantable collamer lens, -18.00 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was torn/broken before injection into the eye, and was not implanted. The reproter said the lens tore during setting process, and no patient contact. On (B)(6) 2017 the alternative lens was implanted, and the problem was resolved.